Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on. It was reported that the patient experienced a gastrointestinal (gi) bleed beginning on (B)(6) 2016. The patient was in regular health since lvad implant until (B)(6) 2016, when dark stools were noted. The patient was instructed to discontinue aspirin, torsemide, and warfarin for two nights. The melena persisted for three days with weakness and fatigue starting on (B)(6) 2016. On (B)(6) 2016, the patient experienced dizziness and presented to the emergency department. The patient did have a history of supra-therapeutic inr recently. On arrival to the emergency department, the patient had a hemoglobin (hgb) of 7.8 g/dl, with the patient's baseline hgb approximately 12 g/dl. A fecal occult blood test (fobt) was positive, with no bright red blood per rectal exam. The patient was treated with intravenous fluids and blood transfusions during the admission. An esophagogastroduodenoscopy (egd) with push small bowel enteroscopy and colonoscopy revealed no source of bleeding. The gi bleed was reported to have resolved on (B)(6) 2016 and the patient was discharged.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.